Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) and potassium (k) results generated by the unicel dxc 600 pro synchron clinical systems. The high results were detected by the operator and samples were repeated on a different instrument. The results obtained from the different instrument were reported out of the lab. No false results were reported out of the lab. There was no affect to patient treatment.

Manufacturer narrative:
Qc has been within lab established ranges during the event. A field service engineer (fse) was dispatched: the fse inspected the instrument and found a sodium electrode to be loose. The fse tightened the loose electrode. A root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.